Manufacturer narrative:
(B)(6): final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1073 ohms. The pump had a voltage drop after bench testing (bct) of .48v. Low battery resets were seen happening during analysis.

Event description:
The pump was explanted for normal battery depletion. No adverse events were reported. The drug infused was baclofen at daily dose of 884 mcg/day, concentration 2000 mcg/ml.